Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30010911l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.carto 3 system us catalog #: unknown serial #: unknown; 2.pentaray catheter us. Catalog #: unknown lot #: unknown. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a female patient, greater than (B)(6), underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheterand suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 430 ml. Patient condition improved after pericardiocentesis. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred during ablation, as no effusion was noted on ice after transseptal phase. There were no issues, errors, or malfunctions reported on any biosense webster inc. Products or equipment during the procedure. Transseptal puncture was performed with a non-biosense webster, inc. Transseptal needle and an 8.5 french sheath. Generator was set on power control mode at 40 watts with default parameters (unspecified). Generator settings included power ranging from 4-41 watts, temperature ranging from 21-25 degrees celsius (average 21), and impedance ranging from 120-125 ohms (with 5 ohm drop). Contact force ranged from 6-33 grams with an average of 18 grams. Power was not titrated during ablation. Overall ablation time at the site of injury was less than 30 seconds. Last ablation cycle time at the site of injury was 15 seconds. Irrigated catheter flow was set 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. Thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the pentaray catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Investigation summary: it was reported that a female patient, greater than 70 years of age, underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 430 ml. Patient condition improved after pericardiocentesis. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).